Event description:
It was reported to medtronic minimed that the customer alleged crack at the belt clip rail, crack at the back of battery side and loss of communication. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and indicated that the damage has impacted/affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with no vibration during self-test due to moisture damage to the vibration motor. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump was connected to a test meter, accu-check guide link, and was able to connect. Pump connected to the mini med mobile app successfully on both android and ios. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails near battery compartment, cracked retainer and label damage (faded and stained). The p-cap/reservoir does lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 89 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Confirmed the pump communicated with the mini med mobile app. No communication anomalies noted. Cosmetic damage confirmed at the belt clip rail. Cosmetic damage located at the battery compartment confirmed. Retainer ring damage confirmed. Vibrate anomaly confirmed due to moisture damage to vibration motor. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.